Event description:
The customer contacted stryker to report that their defibrillation electrodes were not properly sticking to the patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. The defibrillation electrodes were not returned to stryker for evaluation. The cause of the reported issue could not be determined.